Event description:
It was reported that the handpiece cord was causing the handpiece to run in safe mode. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece cord has not been received at the manufacturer for evaluation. Once received and evaluated, a follow-up report will be completed.